Manufacturer narrative:
The product analysis indicates one opened sample of part number 1884080em from lot number 0214283571 was received. There was a residue consistent with biological contaminants on the device. The tracker plug / wire was cut off however this is typical for handling purposes and is not related to the complaint. A microscope and calipers were used to evaluate the blade. Visually, the tip had broken off the inner cutter which would have resulted in the reported event. The portion that became detached measured approximately 0.24¿ in length. The break occurred at the first proximal tooth valley. The inner and outer assembly were deformed in such a way that indicates the inner blade teeth impacted the outer teeth at the 2nd and 3rd proximal valley impacting both sides before breaking. There was no sign of a concentricity issue between the hub and inner shaft. There were no signs of misuse or mishandling. There was uneven wear inside the cutting tip which may indicate an interference fit between the inner and outer assemblies at the tip. The inner cutter and outer tube are supplier manufactured. If information is provided in the future, a supplemental report will be issued.

Event description:
The sales representative reported that while using the debrider, the blade tip broke off and was found on the floor. The blade was replaced and the procedure was completed. This was the initial use of the blade. An x-ray was performed to verify no fragments remained in the patient. All components were recovered. There patient was no patient injury.